Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, subsequently expired after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR 1225714-2014-02411 and 1225714-2014-02412.